Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The failure to cycle was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. In this case, it is possible the material separations occurred due to the posterior needle not ejecting from the posterior foot pocket with an excessive force pull during deployment; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was a venotomy closure of a left common femoral vein using a proglide device after a cardiac ablation procedure with a 7f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with two proglide devices. A new proglide device was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided. A posterior foot separation was found during evaluation of the returned device. The location of the detached foot is unknown.